Event description:
It was reported the unit burned. Visual inspection of the cover revealed all indications of burn were on the outside of the fabric, but the inside of the fabric and internal components showed no indication of damage. The unit functioned as designed, and we found no defect with any component. We concluded that this report was attributable to misuse on the part of the consumer and the damage was caused by an external source.